Event description:
It was reported that the essx handpiece was being used in a lab when bare wires were observed in the back of the unit. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation at the manufacturer, the reported event of bare wires showing was confirmed and determined to be due to a damaged cord assembly. No copper was showing.